Manufacturer narrative:
Patient outcome, the patient died, no other information was available at time of report.

Event description:
It was reported that the patient monitor presented with the following malfunction: "the central station would crash when selecting sector for p568. After troubleshooting the issue with our nss we found out that the staff enter the patient name as (B)(6) uknownev and with a birth year of (B)(6) we found out that our pic ix system is coded to only go back as far as 1900 and anything before that year will crash the system". The device was in used and it was reported that a patient expired.